Event description:
The customer reported the following: it was very difficult to insert the balloon catheter over the sheath. Then, the error message "pressure" and "verify" sounded. The facility is attributing the pt death to the event and reported 'we lost further 45 minutes, until the new iabp balloon has been inserted".